Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 468, 276, 478, and 178 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment was received by the customer. A request was made for the return of the suspect device and replacement product was sent.